Event description:
Boston scientific crm received info that this right ventricular lead was exhibiting high thresholds and poor r wave morphology without an adequate safety margin. The device was programmed to maximum output. The sales rep was describing electrogram strips without surface activity that had the following presentation vp - (vs) and a second presentation of vs- (vs) with the as lined up with the first vs. Technical services (ts) discussed that it could be any of the following situations: suspect loss of capture or as-vs on top of each other would indicates far-field oversensing. Ts suggested a chest x-ray to verify lead position, although all other diagnostics were normal, and to discuss further course of action with the physician to ensure appropriate pacing for this pt. Attempts have been made to retrieve add'l info regarding resolution to the reported occurrence. To date, no response has been communicated to boston scientific crm.